Event description:
The medical team in (B)(6) had an impella cp support in (B)(6) 2022 that was successful until wean and explant on day 3. Later in (B)(6) 2022 the (B)(6) registry noted an access site bleed treated by blood product infusion and a skin suture.

Manufacturer narrative:
The medical center in (B)(6) discarded all impella pump and introducer sheath product in 2021. No investigation to root cause is possible. Should the medical center or registry team share more information, a final report with root cause of the bleed will be filed.